Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection noted that the anchor was damaged, the blue fibertape was cut off, and the white suture, #2-0 was not returned with the suture assembly. The inserter was not returned. Functional testing was not performed due to the damage to the device. The method used to prepare the bone and the bone quality encountered during the procedure were not provided. The most likely cause of the reported failure is user error due to incorrect surgical technique during the knotless mechanism conversion process, excessive force applied during suture passage, and the device contact with another instrument during use, causing damage to the suture.

Event description:
It was reported that during the knee arthroscopy, the anchor pulled out. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.